Manufacturer narrative:
An event of a hole in the device was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications.

Manufacturer narrative:
An event of a hole being present in the device was confirmed. A hole is present in the central disc of amplatzer vascular plug ii; the forming hole is a result of the manufacturing process and does not impact the function of the device. The investigation confirmed the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with a forming hole which is considered to be a normal and acceptable characteristic of the device. There is no indication of a product quality issue with regards to design, manufacture, or labeling. Please note, as per instruction for use,the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature.", "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."h6. Medical device problem code 1506 product quality problem removed.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2022 a 12mm amplatzer vascular plug ii was selected for an implant. During the procedure after opening and flushing the device the physician notice a hole on the device. The physician continue with the procedure and implanted the device in the patent ductus arteriosus (pda). Post deployment there was leakage on plug. Device was removed from the patient and a new amplatzer vascular plug ii was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.